Event description:
It was reported that a patient presented with high defibrillation impedance on the right ventricular (rv) lead. The rv lead was suspected to have been fractured. No additional intervention was reported. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Correction: d10: field should be populated with concomitant products, which was not reported previously.